Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). The device was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical test of the returned device, on the carto 3 system, were conducted following bwi procedures. Visual inspection revealed a large hole and multiple cracks on pebax area with internal parts exposed; however, the damage could be related to the handling. No other damage was found on the tip. The device was connected to the carto 3 system, and it was recognized and visualized; however, a signal noise was observed on the carto 3 screen due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device 31195206l number, and no internal actions related to the complaint were found during the review. The electrical issue reported by the customer was confirmed. The potential cause of the electrical open circuit cannot be determined. The potential cause of the damage on the pebax area found could be related with the handling of the device. It could also be related with the noise reported by customer; however, it cannot be conclusively determined. The instruction for use (IFU) states when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. Also, to verify compatibility between the sheath and the catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a large hole and multiple cracks on the pebax area with internal parts exposed. Initially, it was reported that during the operation, the signal interference (noise) was observed on all ECG (body surface (bs) + intracardiac (ic)) channels on both the carto 3 and recording systems. The physician had an intact ECG signal available to monitor patient heart rhythm. A second device was used to complete the operation. There was no adverse event reported on patient. The noise issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 07-may-2024, there was a large hole and multiple cracks on the pebax area with internal parts exposed. This was assessed as MDR reportable with an awareness date of 07-may-2024.